Manufacturer narrative:
The device sample has been received, but investigation is incomplete.

Event description:
The event is reported as: complaint alleges during manipulation the "tee" breaks clean from the airway adaptor. No reported patient injury.